Manufacturer narrative:
Is the event frequency addressed in product labeling? N. If "no" is event occuring more frequently than usual for product? U. Is the event severity addressed in product labeling? Y. If "yes", is event of greater severity than stated in labeling? N. The MFR will request the return of the device for evaluation purposes and will continue its investigation of this occurrence. This report was submitted to the FDA pursuant to new "MDR reporting guidance for breast implants" (co effective date, feb. 10, 1992). Any perceived increase in frequency of events is related to the filing of reports for events, which were previously not MDR reportable events per 21cfr803. "Submission of this report by mentor h/s is pursuant to be provision of 21 cfr part 803, but not necessarily required thereby. Mentor h/s expressly denies that any info contained in this report constitutes an admission that the device caused or contributed to a death or serious injury or that the device malfunctioned. Pursuant to part 360i (b) (3), this report shall not be admissible into evidence or otherwise used in any civil action".

Event description:
The patient was implanted with a device with remote injection site prosthesis on 8/29/96. On 9/7/96 the physician noted that the patient had developed a seroma, hematoma, infection, massive swelling, necrosis, and the device was leaking. No additional info regarding this occurrence is available at this time.